Event description:
Additional information was received that product analysis was completed on the usb cable. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician was receiving an error on his tablet. Troubleshooting was performed and the issue was isolated to a faulty usb serial adaptor. The usb serial adaptor was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.